Event description:
It was reported that during a pulse generator upgrade, the atrial lead exhibited unacceptable thresholds and poor sensing. The physician elected to replace the lead.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of unacceptable threshold and poor sensing was not confirmed. Analysis was normal. No anomaly was found.